Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitants: (B)(6), 02-012-44-3015 - logic tibia implant psc insert, sz 3, 15mm; (B)(6), 02-020-11-0230 - truliant ps cem fem ps cem left sz 3; (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t; (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant; (B)(6), 1500-sg - cemex system genta 80g; (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk; (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk. Ab1747 asa0030 - sterile disposable containers. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee was revised approximately 1 year post initial operation. Patient stated that they experienced pain and suffering. No further information available.